Event description:
It was reported to philips that a small focus defect in the frontal x-ray tube made imaging impossible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).